Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Healthcare professional reported "capsular contracture baker grade IV", "lymph node", "folds", "cyst", "pain" , "postoperative scar infection" and "lobulated contours". Later healthcare professional reported "mild cortical thickening", "increased doppler flow", "accumulation of anechoic fluid" and "smooth thickening of the fibrous capsule". This record is for right side. The device remains implanted.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "capsular contracture baker grade IV", "lymph node", "folds", "cyst", "pain" , "postoperative scar infection" and "lobulated contours". Later healthcare professional reported "mild cortical thickening" , "increased doppler flow", "accumulation of anechoic fluid" and "smooth thickening of the fibrous capsule". This record is for right side. The device remains implanted.